Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, while attempting to place a ruby coil inside the aneurysm using another manufacturer¿s microcatheter, the ruby coil was pushed to the outside of the aneurysm due to the high flow. The physician then decided to retract the ruby coil in order to re-position the microcatheter; however, while retracting the ruby coil, the physician felt some tension but continued to pull the ruby coil. Consequently, the ruby coil unintentionally detached from the pusher assembly inside the microcatheter. The physician then removed the microcatheter with the detached coil inside. The microcatheter was flushed and re-inserted into the patient¿s body. The procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.